Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the outcome was resolved on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 3093, serial# unknown, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3093, serial/lot #: unknown, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary incontinence. It was reported that there were high impedances. The ins stopped temporarily after patient falls in (B)(6) 2018 with hip trauma and pain. At the patient¿s next consultation on (B)(6) 2018 the ins was switched on again. Impedances were still high and the battery was low. No issue was identified on tdm or x-ray. The hip pain reported in (B)(6) 2018 had disappeared by the end of (B)(6), and was not related to the device (related to the trauma). The patient received analgesic. Change of the ins and lead were planned but had not yet occurred. The event was assessed as not serious, not related to procedure, and related to the ins and lead. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the patient¿s next monitor visit was planned in (B)(4) 2019.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the impedances were >4,000 ohms. It was noted that the ins was temporarily stopped on (B)(6) 2018. In (B)(6) 2018, the hematoma resolved and the impedances were back to normal of 1,500 ohms. The patient still experienced degradation of urinary status.